Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been eleven another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the scratch-like mark confirmed on the lens optic and it could not be aspirated and therefore there is a possibility that it is a scratch. After implanting the iol, something that is like a long, thin scratch was confirmed on the optic. Additional information was requested.